Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer lok¿ syringe with needle there was an issue with hub separating causing leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd luer lok¿ syringe with needle there was an issue with hub separating causing leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.